Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during dwell three of five. The patient stated that they disconnected from the setup and the device alarmed. The technical service representative assisted the patient with clearing the alarm. The technical service representative reviewed proper procedures with the home patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.